Event description:
Patient had stimulation lead surgically removed on (B)(6) 2020. This resolved the infection and the stimulation lead was subsequently replaced on (B)(6) 2020.

Event description:
Patient presented to the physician with symptoms of infection at the stimulation lead incision at the neck. The patient was treated with antibiotics and removal of the stimulation lead has been recommended.